Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) after implant. A temporary wire was put in place. The physician performed an x-ray and noted that it did not appear that the lead moved. It was noted that it could potentially be a microdislodgement. It was also noted that the impedance jumped approximately 350 ohms. The lead was revised the next day successfully. The lead remains in use. No adverse patient effects were reported.